Event description:
It was reported that the syringe driver was not working. The driver kept jamming. The device user (du) had been using external syringes.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se could not replicate the issue during testing. The syringe driver was replaced as a precaution. Subsequently, the device passed all testing.